Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that about 2-3 weeks ago) the patient noticed that after powering the communicator on, the bluetooth indicator light just kept blinking and wouldn't go solid. They had to power the communicator off and then back on multiple times to get the communicator to work. The light also kept flashing after they were in the application and trying to deliver a bolus. They were unable to get connected because they kept getting "no pump found" until they powered the communicator off and back on. When the handset and communicator were connecting with the pump at 50%, 73% and 91%, they got "no pump found" but were able to get connected. They were able to get the bolus to deliver successfully but noted that they had previously been trying for hours. Reviewed the app, handset, communicator, bluetooth, and best practice regarding the external equipment. The patient would monitor issue and consult with patient services if they needed to possibly replace the communicator.